Event description:
The patient reportedly experienced over loud stimulation followed by a loss of sound between her external equipment and the implant. External equipment was exchanged. However, the problem was not resolved. Testing showed that the device was not functioning. The surgery to explant the patient's device will be scheduled.